Event description:
Customer reported 77 blocks of tissue were damaged due to poor processing and some of these will require another biopsy to be taken in order to make a diagnosis.

Manufacturer narrative:
It appears that the primary cause of the event is an early life failure of the report manifold valve. The faulty mechanical component has been replaced. See scanned pages.